Manufacturer narrative:
A beckman coulter field service engineer (fse) determined the issue was caused by a noisy photometer lamp. The photometer lamp was replaced to resolve the issue. The fse verified instrument operation.

Event description:
The customer obtained a false low total bilirubin (tbil) result for one (1) patient, involving the unicel dxc 800 pro synchron system. The customer was alerted to a delta check flag on sample. The customer repeated the sample on the same dxc and obtained a higher result within the reference range for the patient. The sample was repeated for the third time and obtained a result where the unit difference was outside the total precision claim of 0.44 mg/dl from the initial and repeat result. In addition, a precision test of ten replicates was performed on the sample which revealed erratic recoveries exhibiting imprecision. The erroneously low tbil result was not reported outside the laboratory. There was no effect to patient treatment in connection with this event. Quality control (qc) was within laboratory's established ranges on the day of the event.